Event description:
The pump reportedly stopped without alarm during home use. It had been programmed to infuse 3l of a total parenteral nutrition solution over 18 hours with 30 minute taper up and down cycles. The infusion was started at 3pm. The patient went to bed at 9pm at which time the infusion was reportedly running fine. When the patient awoke at 7am the following morning, it was noted that the pump had "lost power and the screen was blank." No alarm had sounded. The pump had been in use with a battery pack. Approximately 1500ml was remaining in the IV container. The patient did not experience any adverse effects. No additional information was available.